Event description:
It was reported that during a supply change the infusion set connector was not fully seated, resulting in insulin leakage. The user then refastened the connector securely and was guided through completing the supply change, with no alarms reported. No reported symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed an infusion set connection error consistent with an incorrectly attached infusion set connector, with resolution after proper reconnection and completion of the supply change. It was concluded, based on previously established findings for similar reports, that user technique during the supply change was the most likely cause.